Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic), the right ventricular (rv) lead, lead integrity alert (lia), and the impedance on the rv pacing lead was beyond the expected upper range. Analyst commented, lia rv warning occurred for increased sic count and rv lead impedance variation in last 60 days on (B)(6) 2016. Rv pace lead impedance was 224 ohms on (B)(6) 2016. Sic went up to 41 (within 3 days).

Event description:
It was reported that during use of right ventricular (rv) lead, a lead integrity alert (lia) triggered. The rv lead exhibited spike and high impedance and oversensing. The rv lead was capped, remains in the patient and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.